Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. The patient's blood glucose result was 243 mg/dl. Only one result documented. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.